Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found a battery contact pin to be depressed which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported condition which was reproduced. "Improper shutdown!" Alarms were verified through a review of the event history log and found to be caused by a depressed battery pin and a failed power adaptor. The power adaptor and rear case were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly turned off and on without input. There was no known patient injury or medical intervention associated with this event. No additional information is available.